Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow up information received the manufacturer's representative reported that the patient had the ins explanted sometime last week and was replaced with another manufacturer's product. It was noted that the patient's complaint was that they were being shocked. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the manufacturer's representative did not know if the "waves of electricity" issue had resolved or if the ins had been explanted. The representative had not spoken to the patient's physician regarding the issue. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 97714 serial # (B)(4) showed no significant anomalies and was functionally okay. The ins battery was received in a discharged state and was recharged for analysis. Good, stable output was seen on all electrode pairs as received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that they were experiencing "waves of electricity" when they walked, both with and without the adaptive stimulation turned on the implantable neurostimulator (ins). The patient did not get the waves of stimulation with the ins turned off. They contacted their physician last week where x-rays taken showed there was no lead migration. Impedances were checked by the manufacturer's representative and all contacts were noted to be within tolerances. The patient was reprogrammed over several attempts today but no different outcomes on any parameters were obtained. The patient stated that this new, uncomfortable stimulation stated the same time their physical therapy started. The patient was going to give the situation another week before contacting their physician again about an explant. No surgical interventions had occurred or were planned but the patient would like a revision. The issue was reported as resolved at the time of this report. The patient's status was noted as "alive - no injury". The indication for use for the implanted device was noted as non-malignant pain and complex regional pain syndrome type ii. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.